Event description:
(B)(4). I have had essure since (B)(6) 2009. Since then I have had problems with my cycle. It comes every 3 months and when it does it clots and sever pelvic pain. I also am having problems with high blood pressure now. At times I am unable to move because of the pain. It feels like something is stretching and pulling on my insides. Coil in my left tube has been believed to have migrated since implanted.